Event description:
It was reported that the outcome was unresolved with no further action planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was reprogrammed on (B)(6) 2025. Left l4-5, l5-s1 facet intraarticular joint arthritis with fluoroscopy on (B)(6) 2025. Left l4-5, l5-s1 facet intraartic on (B)(6) 2025. The event is ongoing as of (B)(6) 2025. They don't know if the scs is causing the fall but it was mentioned in the patient chart that the patient is experiencing some fall which is likely due to increase in pain. Date of fall not mentioned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024. Explanted: product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 05-apr-2028, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 05-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: it was reported that the pain stimulation implantable pulse generator therapy had not been effective over the past several months. The patient was receiving an injection in an attempt to improve therapy effectiveness. The patient was redirected to their healthcare provider for further evaluation. 2025-dec-02: it was reported that the patient had increased back pain: pain is worse with activity, when programmed, patient will have pain relief but it's very short relief. Early june the patient went to the ER for increased back pain and that the spinal cord stimulator (scs) is not working very well. Late june, patient reported that the scs efficacy has reduced since december. Patient has been having an episode of falls. Reviewed recent x-rays and seems that there is a slight lead migration. In october it was recommended for patient to follow-up with their scs manufacturer representative (rep) to help optimize settings. Also recommended follow up with surgeon to discuss the potential removal of scs if it is no providing relief. Surgical intervention noted: left l4-5, l5-s1 facet intraarticular joint arthritis with fluoroscopy.